Manufacturer narrative:
The investigation confirmed that multiple, imprecise vitros trop I es patient results were obtained. The investigation also determined that the samples involved may not have been processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Performance testing demonstrated that the vitros eciq analyzer and trop I es reagent were operating as expected at the time of the event. An ocd field engineer performed regularly scheduled preventive maintenance to the vitros eciq system. However, maintenance performed to the equipment was unlikely to have contributed to the event. Performance testing following service confirmed that the vitros eciq and trop I es reagent were operating as expected. A definitive root cause for the event could not be determined. However, pre-analytical sample processing or an analyzer related event cannot be ruled out as contributing factors.

Event description:
This customer obtained multiple imprecise and biased vitros trop I es results while using the vitros eciq immunodiagnostic analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The original results were not reported to the clinician. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).